Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several minutes post cryo ablation procedure, the patient became hypotensive, while in recovery. Cardiac tamponade was identified via ultrasound, however, the location was unknown. Intervention was performed by removing fluid from the pericaridal space. The patient was stable. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files returned did not show any system notice was triggered on the event date. The electrophysiology catheter was not returned for investigation and there was no complaint of a product malfunction related to the adverse event. Clinical issues (cardiac tamponade and hypotension) were encountered during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.